Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Event description:
The customer reported having accuracy issues with spo2 values (reads less than the expected). No consequences or impact to patient was reported.

Manufacturer narrative:
Brand name "rad-5 pulse oximeter". Device available for evaluation: "07/18/2017". Concomitant medical products: "assy, sensor, spot check 3ft".

Manufacturer narrative:
Concomitant medical products was updated from a blank field to "assy, sensor, spot check 3ft".